Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt) that the implantable cardioverter defibrillator (ICD ) detected as supra ventricular tachycardia (svt) and withheld therapy. The episode lasted forty-two minutes. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.